Event description:
Additional information received reported that the patient did not experience withdrawal. It was noted that there were multiple safe state low battery resets despite the 12 month elective replacement indicator (eri). The patient recovered without permanent impairment.

Event description:
It was reported telemetry confirmed a critical alarm was occurring. The hcp stated that reset-low battery and safe state messages showed in the pump logs on (B)(6) 2014 at 20:04. The hcp stated there would be a pump replacement and planned to manage the patient medically until the pump can be replaced. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the pump replacement was scheduled for today, (B)(6) 2014 and the pump will be returned for analysis. The patient had heard the pump alarm and stated the hcp backed down the daily dose but when the reporter interrogated the pump the daily dose was 683.7ug with a 2000ug/ml concentration. The patient was put on po baclofen per the hcp's orders and did not go through withdrawal. A catheter dye study was done and catheter patency was confirmed. It was confirmed that if the pump was in safe state it would remain in safe state. The patient was seen in the clinic when the hcp was not there and she thought they had left the pump in safe state but has not seen the printout from it. The hcp was trying to choose an appropriate starting dose for the patient and wanted to make sure she was basing it on what the patient was actually receiving. The hcp also stated that the patient did not have any withdrawal symptoms which was surprising to her for this patient. The hcp believed the pump was in safe state from (B)(6) so around 3 days at min rate, the hcp would have expected to see symptoms by then. The hcp planned to error on the side of underdose and then ramp up patient's dose if necessary. Additional information later reported the pump was explanted, premature battery depletion. The patient's symptoms were annoyance of the alarm. The patient was put on oral baclofen but did not remember the exact dose of the oral baclofen or what the pump dose was previously at. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l58814, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed miscellaneous low battery reset-undetermined cause.